Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device was used during a bilateral inguinal hernia repair. The skin was being closed and the staples did not appear to be closing properly. Another device was used to complete the case. There was no adverse consequence to the patient. The device was discarded. Post operatively six days later, patient was having dressing removed and there were six staples laying on the skin but not in the incision. The incision was still intact with no issues.